Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show patient identifier (B)(6) as a related complaint (customer returning back to the hospital following the procedure due to a perforation). Review of the provided images was done by the rpms analyst and they are consistent with the alleged complaint of a piece of the jaw from the force bipolar instrument falling off. Root cause of the failure mode cannot be confirmed without the returned device. A review from the logs show the force bipolar instrument was used on (B)(6) 2022 via system sk5392. Per the robotics coordinator, the force bipolar instrument was logged under the wrong surgeon in error. A review of the instrument log of the force bipolar (part # 471405-06 / lot # n10210208-0239) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk5392. The alleged event occurred on the 7th use of the instrument. This event is being reported due to the following conclusion: it was alleged that the jaw of a force bipolar instrument broke inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of a force bipolar instrument broke inside the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that there were no faults or issues associated with the arm or the instrument. Isi technical support engineer (tse) stayed on the line with csr to ensure instrument debris was cleared out of the patient. Site brought in an x-ray machine to find the missing piece. Site was able to recover the fragment and are continuing with procedure. Site will be returning instrument for further analysis. The procedure was completed as planned with no reported injury. On 09-jun-2022, isi obtained the following information from the csr: she is unsure if the force bipolar instrument was inspected before use. The fragment was retrieved from the patient during the same procedure using a lap grasper. The instrument was used for about 5 minutes before it broke. It broke when the surgeon was reducing the hernia. She is not aware of any injury to the patient or if there have been any complications to the patient post procedure. She did sent 2 photos of the instrument. She stated to contact the robotics coordinator for further information and provided the surgeon's name. On 16-june-2022, isi obtained the following information from the robotics coordinator: the force bipolar instrument was inspected before use and nothing was out of the ordinary. There was no injury to the patient. There has been a report of complications post-procedure, but it was not because of the instrument. The patient returned due to a perforation, but it was not due to the fragment issue, our instruments, or system. She could not provide any additional details on what was perforated or how it was resolved. She provided the surgeon's name and said the instrument was signed under the wrong surgeon's name by mistake. The part number of the instrument is 471405 and lot # n10210208-0239. She was unable to answer any patient specific information as this could be a hippa violation. I provided her information on how to return the instrument back to isi. Currently the instrument is with risk management, but if it does get released, she will send it back.